Event description:
Device 4 of 5. Reference MFR. Report#: 3006705815-2019-00773. Reference MFR. Report#: 1627487-2019-02860. Reference MFR. Report#: 1627487-2019-02861. Reference MFR. Report#: 1627487-2019-02863.

Event description:
Device 4 of 5: reference MFR. Report#: 3006705815-2019-00773, reference MFR. Report#: 1627487-2019-02860, reference MFR. Report#: 1627487-2019-02861, reference MFR. Report#: 1627487-2019-02863. It was reported the patient was dissatisfied with the scs system (reason unknown). As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the system was removed.